Event description:
It was reported by the patient that the pdm (personal diabetes manager) was trying to automatically deliver 21 units of insulin. The patient also noticed that their was an alarm stating that insulin was low. When trying to quickly stop a communication error appeared on the screen. Once the patient stopped the pdm, it had already delivered 11.5 units of insulin into her body. The blood glucose levels reached less than 70 mg/dl.

Manufacturer narrative:
In the case description, the customer reports the pdm was not in use when it started to deliver a bolus of 21 units of insulin. The user also reports a low reservoir alarm occurred during the event which alerted them to the bolus. It was also reported that when the customer attempted to cancel the bolus, a communication error occurred. Initial inspection of the returned pdm found the lcb display to be damaged. Inspection of the pdm history confirmed on the day of occurrence a low reservoir alert was generated by the pdm and a 25 u bolus was attempted to be delivered and then canceled by the user. No communication alarms were observed in the pdm history. Analysis of the android log files show the user inputting the values for the 25 u bolus and pressing the confirm bolus button, indicating the pdm did not deliver a uncommanded bolus. It was also observed that a pod status update during the bolus showed more bolus pulses remaining than reservoir pulses which triggered the low reservoir alert to occur from the pdm, indicating the pdm was operating correctly when the low reservoir alert was generated during the event. Investigation of the android log files did confirm a communication error occurred when the user attempted to send a cancel bolus command to the pdm. Each attempt triggered a podserviceisbusy error and a 'move closer' error was generated as well during the event indicating the pod was too far way from the pdm for proper communication. During investigation, the pdm was successfully paired with pod and completed a 5u bolus. No communication issues were observed during this test. Investigation was also able to initiate and cancel a bolus without any communication errors occurring. The root cause of the reported communication errors could not be determined. The returned pdm passed all adb tests except for the vibrate test. During investigation, the pdm did not vibrate during pod delivery testing. Pdm notifications were not turned off or was vibration turned off. Inspection of the electrical components found no damages or defects that would result in a failure of the pdm vibration. It could not be conclusively determined if the damage to the lcb screen contributed to the vibration failure.